Event description:
A report was received that the patients ipg was non-functional. It was also mentioned that the patients ipg had difficulty charging and was not keeping a charge. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.